Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 5/29/2018. Device evaluation: one (1) opened used cartridge was received for evaluation. The sample was inspected using microscope magnification and the cartridge tip was observed deformed. No crack defect was observed. The hinge area (partition line in the middle of the loading zone) of the cartridge was also inspected and no crack defects were observed. Based on the evidence observed this cartridge has been handled and prepared for surgical use. The deformed tip condition observed is consistent with a unit that have been damaged by accident while inserting the cartridge into the metal slot of the handpiece during surgical process preparation. Tip deformed was verified on the return cartridge; however, there is no evidence to suggest that the complaint cartridge was affected by the manufacturing process. The account also returned 101 unopened emeraldc30 cartridge units which all belonged to manufacturing lot cd00130. All units were returned sealed and unopened in their original trays. The 101 unopened samples were inspected using microscope magnification. The cartridge neck, tube and tip areas were checked for cracks. No tip/crack defects were observed. The hinge area (partition line in the middle of the loading zone) of the cartridges were also inspected and no crack defects were observed. The returned units were observed in good conditions and form. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. No tip/crack issues were reported when this production order was completed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation ,there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, surgeon observed bad tips on emerald c30 cartridge. Further, it was stated that the bad tips may be affecting the intraocular lens optics. No additional information provided.